Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was outside the labeled altitude operating range; however, alarm was unable to be cleared. Additionally, it was reported that a cartridge change error occurred with multiple cartridges during the load sequence. Multiple contact attempts were made by tandem technical support to further troubleshoot the issue; however, no response was received from the customer. There was no adverse impact to the customer's blood glucose level.